Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer states has symptoms of uti. She does not think it is related but provided cleaning/disinfecting education as well as changing catheter every 8-12 hours. She had to go so serial number not provided. Survey offered. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared). It was unknown what medical intervention was provided for urinary tract infection.